Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately nine months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. A cosmetic depression was noted on the outer insulation. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted or that there is any causal connection between the performance of the device and any injury that may have occurred.